Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensor found the sensor failed for low readings.

Event description:
It was reported that the customer had high blood glucose levels of 250 mg/dl. The customer reported having issues with the sensor glucose levels reading being different from the blood glucose levels reading. The customer also reported that the insulin pump alarmed the customer to several low blood glucose level alerts. The customer reported that the insulin pump had a sensor glucose reading of 50 mg/dl where the actual blood glucose level was 250 mg/dl. Troubleshooting was done. The customer also reported a change sensor alert and a calibration error alert from the insulin pump. No additional info was provided.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.